Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have hairline cracks on grip/pitch input shaft # 6. Other backend components adjacent to the cracked inputs do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the medium-large clip applier instrument was broken and it was not possible to close the tips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The customer reported that the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle and the surgeon had experienced that the clip applier had no closure of the clips. The customer confirmed that the issue was related to unsuccessful clip application and there was no closure of the clip at all. The clip applier had been used for the first clip application during the case when the incident had occurred. Hem-o-lock clips were used with the clip applier instrument and the surgeon used medium sized clips on the vessel or structure. The customer confirmed that the vessel or tissue bundle was not greater than the specified diameter of 10 mm for the medium-large clip applier suggested in the instructions for use (IFU).

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.